Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient¿s ipg had malfunctioned. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was not getting adequate stimulation. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg had malfunctioned. The patient will undergo an ipg replacement procedure.